Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline vantage shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within an opened pipeline vantage shield and phenom 27 outer cartons and inner pouches. The pipeline vantage shield pushwire was returned within introducer sheath. The pipeline vantage shield was returned outside the phenom 27 catheter. However, the braid was returned stuck with catheter hub. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex shield were found fully opened and moderately frayed. In addition, the middle section of the braid was also found fully opened and no damage. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter distal tip/marker band were found to be accordioned and damaged. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline vantage shield braid could not be pushed forward or removed from catheter hub. For further examination, the catheter was cut to remove the pipeline vantage braid from the catheter hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿conclusion: based on the returned device, the pipeline vantage shield was not confirmed to have failure to open at the middle section as the pipeline vantage shield braid appeared fully opened and no damage. However, the cause for damage could not be determined. However, based on the analysis findings, the pipeline vantage and phenom 27 catheter were confirmed to have resistance as the returned pipeline vantage shield braid was stuck inside the phenom 27 catheter. In addition, the pipeline vantage and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (accordioning), pipeline vantage braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline vantage through the phenom 27 catheter against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during pipeline deployment, the device got stuck in the microcatheter. It was noted that the catheter was crushed/kinked/damaged that was described as "pipeline got stuck in the microcatheter". It was noted that the middle section was damaged. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was moderate. The access vessel was the ica with 5.25mm diameter. Additional information received clarified the "pipeline got stuck in the microcatheter". Resistance occurred in the middle section of the catheter. The pipeline and phenom 27 were both damaged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. Additionally, it was noted that the pipeline and phenom 27 were damaged.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery (ica) with a max diameter of 15mm and a 5.25mm neck diameter. It was noted the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported that during the procedure the doctor has deployed the device 10 mm after that the doctor was not able to deploy the device. Then the doctor resheathed the device and again tried to deploy the device, but the device would not open up. The doctor tried again to re deploy but the device didn't open. In the end, the doctor withdrew the device. The pipeline was not positioned in a bend when it failed to open. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU.